Event description:
It was reported that the user received an ¿unable to proceed¿ message on the ilet when attempting a meal announcement and had a concurrent high glucose reading of 350 mg/dl; the user had changed the cartridge but continued using the same infusion site and tubing for over three days, and was advised to change the infusion set and tubing and resume insulin delivery. Customer care provided support that included agent-guided review of device alerts and user report of infusion set usage. Investigation of this case revealed that the specific device malfunction and component could not be confirmed, and the cause remained unclear, though prolonged infusion set, and tubing use was identified as a potential contributing factor. Clinical symptoms included polydipsia associated with hyperglycemia. Outcomes included no hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.